Event description:
It was reported that this patient's daughter contacted boston scientific (bsc) latitude technical services and stated that seven weeks ago, her mother lost consciousness and was taken to the hospital. She inquired if the communicator was functioning and whether anything had been transmitted to the clinic the day prior to and the day of the event. The consultant confirmed the communicator was on and alert monitoring checks were successful every day during this timeframe. Following the event, the communicator has attempted to connect with the device; however, connection has not been established. It was confirmed that that the communicator was actively trying to connect and appears to have been functioning as expected. The consultant informed the caller that the patient could be out of range or radio frequency (rf) interference could be affecting communication. The bsc local area representative stated he has not been made aware of any product performance issues with this patient's implantable device. The following physician was contacted for additional event details and no additional information was obtained. The device remains in service and no additional adverse patient effects were reported. Additional information was received that the bsc local area representative informed the patient's clinic that he was contacted by the patient advocate and asked the patient to perform a patient initiated interrogation (pii). The representative was not contacted again by the patient and the patient was not seen by the following physician. The device remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's daughter contacted boston scientific (bsc) latitude technical services and stated that seven weeks ago, her mother lost consciousness and was taken to the hospital. She inquired if the communicator was functioning and whether anything had been transmitted to the clinic the day prior to and the day of the event. The consultant confirmed the communicator was on and alert monitoring checks were successful every day during this timeframe. Following the event, the communicator has attempted to connect with the device; however, connection has not been established. It was confirmed that that the communicator was actively trying to connect and appears to have been functioning as expected. The consultant informed the caller that the patient could be out of range or radio frequency (rf) interference could be affecting communication. The bsc local area representative stated he has not been made aware of any product performance issues with this patient's implantable device. The following physician was contacted for additional event details and no information was obtained. The device remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.